Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that were used in this study: carto rmt, navi star rmt ds, navx. Other company¿s devices that were used in this study: niobe magnetic navigation system, cardiodrivetm, ecvue system (B)(4). The device is not return to bwi.

Event description:
This complaint is from a literature source. It was reported that 116 patients with supraventricular tachycardia underwent catheter ablation from october 2007 to april 2012. Among them, one patient had a femoral arteriovenous fistula required thrombin injection. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿contemporary outcomes of supraventricular tachycardia ablation in congenital heart disease a single-center experience in 116 patients.¿ the purpose of this study was to assess the contribution of rmn to adult patients with chd through reviewing our experiences of svt ablation in adult patients with chd using 3d-ems. Suspect device is a navistar thermocool, however catalog and lot number is unknown.

Manufacturer narrative:
Additional information was obtained on sep 08 2017. The author commented that a female patient suffered femoral arteriovenous fistula, which was procedure related but clearly not device related; since the cases is was the range of 8-9 years ago and catalog numbers was not possible to be retrieved. Irrigated carto rmt catheter was used in this event, author stated that the bwi device did not lead to the reported patient consequences. This event required thrombin injection and caused mild impairment of a body function or damage to a body structure, but the patient was fully recovered. Product was updated from navistar thermocool catheter to navistar rmt 4 mm catheter. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).